Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use. The hp's supply bag came loose and fell off of the set up. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr advised the hp to use all new supplies or finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient said her supply bag came loose and fell off of the set up. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It also instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.